Event description:
Medical affairs spoke to the pt in 03/2004 and obtained/verified the following info: the pt called lfs and alleged that their meter would not power on. They were unable to test on the meter for two days before the incident. The pt stated that they began to feel dizzy. They attempted to test on the meter but it would not power on. They then drove themselves to the hospital, where the pt's blood glucose was tested on the hospital meter and the result was 298 mg/dl. The pt was treated with pills for their blood glucose. The issue with the meter was not resolved. The case is being reported as an adverse event because the pt was unable to get blood glucose results which led to a serious injury.